Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported event. Preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).

Event description:
A nurse reported a system message was displayed and the laser stopped during a procedure. Three attempts were made to reboot the system without success. The customer then called technical support services (tss) and was told the system would require service before it could be used again. The customer tried to obtain another laser to complete the procedure and was unable, then attempted to try the system once again. The system rebooted successfully and the case was completed without any further incidents. There was no pt harm reported, however, there was a delay of 45-60 minutes resulting in the pt being under general anesthesia longer than planned.